Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Model: sc-2408-74. Serial: (B)(4). Batch: 7070603.

Event description:
It was reported that the patient underwent a revision procedure wherein the leads were repositioned under the ipg due to an unknown reason. The patient was doing well postoperatively.